Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen display was no longer functioning. Reportedly, the screen would be responsive to touch, but the display was blank. Customer's blood glucose was 184 mg/dl. Customer reported an alternate method of insulin therapy would be obtained and declined further follow up from tandem technical support.